Manufacturer narrative:
The lot number is unknown and the complaint product was not returned for evaluation. A historical complaint data and trends related to serious adverse events (saes) was performed and no adverse trends were identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported to experiencing blurred vision after wearing the lenses for one day. The consumer discontinued lens wear for two days and experienced eye pain the first day she resumed lens wear. The consumer sought medical attention and was diagnosed with corneal abrasion, aqueous humor opacity and was hospitalized for three days. The symptoms are improving. No further information was provided. Additional information received on 10/13/2015 indicated that the event resolved and the consumer was discharged from the hospital on (B)(6) 2015. Further medical information is unobtainable. Additional information has been requested, but not yet received.